Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ecp017g biopsy probe initially had no specific failure, then was later found to have foreign material and a dull needle. This information was received from one source. The alleged failure mode had no patient involvement. Age, weight, and gender of the patient was not provided.

Manufacturer narrative:
H10: as the lot number for the device was provided, a lot history review was performed. The lot samples were returned to the manufacturer for inspection/evaluation. The investigation is confirmed for device contamination and filling failures; however, inconclusive for insufficient information. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H10: g4. H11: h6(results and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a lot history review is currently being performed. The lot samples were returned to the manufacturer for inspection/evaluation. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ecp017g biopsy probe initially had no specific failure, then was later found to have foreign material and a dull needle. This information was received from one source. The alleged failure mode had no patient involvement. Age, weight, and gender of the patient was not provided.

Manufacturer narrative:
H10: as the lot number for the device was provided, a lot history review was performed. The lot samples were returned to the manufacturer for inspection/evaluation. The investigation is confirmed for device contamination. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ecp017g biopsy probe allegedly experienced device contamination with chemical or other material. This information was received from one source. The alleged failure mode had no patient involvement. Age, weight, and gender of the patient was not provided.